Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a patient came to see them for a deflation of a unknown side and went to a different healthcare provider for explant and replacement.